Event description:
It was reported that during central processing broken wires were noted. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wires; however, for clarification purposes, engineering observed a frayed pitch cable. Based on this clarification, the customer complaint was confirmed. A frayed pitch cable was found at the distal clevis hub. No damage was found at the clevis. The instrument had 3 uses remaining. Additional observation revealed that one grip cable was also derailed at the distal idler pulley. The grips could still open and close, but movement and functionality may not be precise. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. No other damage was found. On (B)(4) 2012 isi contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. The patient has not returned to the hospital with any post-surgical complications. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.